Manufacturer narrative:
Physician was trained, followed instructions for use and treated within the cleared indications of the device. System operated normally and passed subsequent field verification tests. The instructions for use warn against treating when there is a mucosal break and to use caution when treating patients with compromised tissue that may not be able to tolerate treatment. Although the physician did not observe a mucosal break, he could not rule out the possibility. Pre-existing conditions, an undetected mucosal break or weakened tissue, combined with cryospray treatment could have contributed to the perforation.

Event description:
Patient presented for outpatient egd with advanced esophageal carcinoma in the mid-esophagus for possible palliative cryospray treatment and (B)(6) 2011. Patient had a stricture and disease state that required constant self-suctioning of saliva. Patient presented with unstable vitals as described in the pre-existing conditions below. A decompression (suction) tube was placed and three cycles of 20 second cryospray were rendered. Cycles 1 and 3 were applied without interruption. Cryotherapy was stopped once with 4 seconds left in cycle 2 due to a hardening of the belly noted by the abdominal monitor. After the endoscopy with csa treatment, the patient had cardiac irritability, a decrease in blood pressure and became unresponsive. After stabilization with a combination of fluid support, oxygenation and pharmacotherapy, the patient was responsive. Patient was transferred to inpatient micu facility at another hospital. While in the micu, patient had symptoms consistent with a perforation. A chest CT confirmed the perforation. Patient was taken to surgery and recovered uneventfully.